Manufacturer narrative:
The device has been evaluated, but the eval could not determine the cause of the event.

Event description:
It was reported the coil could not be detached and was removed. However, the pt experienced vasospasm. The physician injected nimotop and the artery opened again. No other complication was reported with the pt as a result of the event.